Event description:
The recipient reportedly experienced pain at the implant site with device use. The recipient presented with sound quality issues and a cholesteatoma. The recipient's device was explanted. The recipient was not reimplanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is doing well. The external visual inspection revealed cuts in the silicone overmold on the top cover and the electrode. These are believed to have occurred during revision surgery. Photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed some of the electrical tests performed. The device passed the mechanical test performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.